Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 387mg/dl. The customer's most current level was 317mg/dl. The customer was in diabetic ketoacidosis. The customer was treated for the highs. The pump was tested and passed. The doctor was requesting pump be replaced. The customer was attempted to be reached in order to replace pump. The customer was not able to be reached.